Event description:
It was reported that the patient was having her vns generator replaced due to end of service and it could not be interrogated prior to surgery. After the generator was replaced, diagnostics testing showed high lead impedance. Troubleshooting found that a lead fracture was likely present. A full revision was then performed. Additional information was later received indicating a "clear break" was seen in the lead wire at the neck. Attempts for additional information have been unsuccessful to date. Attempts for the return of the explanted products are in progress. No adverse events have been reported.

Event description:
Attempts for the return of the explanted generator were unsuccessful as per the hospital policy; the explants have likely been discarded.

Manufacturer narrative:
Corrected data: the initial report inadvertently indicated the suspect medical device information was unknown however additional searches located the product information.

Manufacturer narrative:
Device failure has occurred but did not cause or contribute to a death or serious injury.